Event description:
It was reported that during an attempt to remove a swan-ganz catheter from a patient, the catheter snapped in half. The physician was able to remove the catheter with the introducer and no patient injury occurred. As reported, no more resistance was felt than was expected. Frayed wires were observed on the broken catheter after it was removed from the patient. The introducer used was believed to be an 8fr arrow ak-25802.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. A review of the manufacturing records indicated that the product met specifications upon release. Without return of the product, it is not possible to confirm the complaint or determine if some interaction between the introducer and catheter may have contributed to the tubing break. No actions will be taken at this time.